Event description:
Unomedical reference number (B)(4). Event occurred in sweden, it was reported that the patient has been using insulin infusion sets and glucose meters for over a year. She developed eczema during the infusion and was found to have multiple contact allergies, including to the company's oval tape, leucoplast patch, and the company's insulin infusion set booklet. The company's booklet was found to contain rosin, which caused the contact allergy. The specific brand name, lot number, or serial number of the used infusion set is not available. The contact allergy was found under the adhesive tape of the infusion set. It is unknown if the patient is still using the infusion set. The patient has used hydrocortisone medication to alleviate the allergy symptoms but not regularly. In addition to eczema, the patient experienced itching, contact allergy, and allergic contact dermatitis. The patient has had follow-up appointments with a dermatologist since the investigation in april. No further information available.